Event description:
The patient's wife reported that the patient was hospitalized for hyperglycemia while using the infusion device. The wife reported that the infusion device was giving several occlusion errors, which led to elevated blood glucose levels. On (B)(6) 2018 the patient received a blood glucose result of hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) on his aviva combo system, before going to bed. The patient treated himself by injecting 32 units of humalog u100 insulin via syringe. On the morning of (B)(6) 2018 the patient woke up vomiting and was having trouble breathing. At 8:00 am the wife called an ambulance. The emt's arrived and received a blood glucose result of 400 mg/dl. No treatment was given, but the customer was taken to the hospital. At the hospital the patient received a blood glucose result of 600 mg/dl. The patient was diagnosed with diabetic ketoacidosis, and was treated with an IV of insulin. The patient was discharged from the hospital on (B)(6) 2018 with a blood glucose result of 240 mg/dl. The infusion device was requested to be returned for product evaluation.